Manufacturer narrative:
(B)(4).

Event description:
It was reported that he patient was admitted due to dizziness and nausea. It was observed that the device appropriately delivered therapy 2 times. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. Atrioventricular node ablation was also performed. The patient was later discharged home with no complications reported.

Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached eri. No anomalies were found.